Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/29/2024 h6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One suture into the winding former outside its foil packet was received for analysis. To evaluate the condition of the returned sample, the suture was dispensed. During the visual inspection of the suture, no issues related to breakage suture were noted. The ends of the suture were examined and the insertion mark could not be observed. Besides that, the needle was not returned for analysis. The product code nw1205 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was reported: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2024 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.